Event description:
On the morning of (B)(6) 2012, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 404 mg/dl with nausea and vomiting and was not feeling well. The patient's bg was reportedly 138mg/dl when he awoke, but then the patient's bg was reported to rise quickly two hours later due to not having any insulin. The reporter treated the patient via a correction injection of 22 units of insulin. It was indicated that when the pump emitted a call service alarm, the patient did not receive insulin since the reporter was unsure as to what to do about the alarm. The pump's history revealed that an alarm occurred two hours ago. Customer support (cs) instructed the reporter and the patient to call animas if the pump emits any more call service alarms. Cs also provided instructions as to how to clear the alarm on the pump. The pump is not being returned and the patient resumed back on insulin pump therapy. This complaint is being reported due to the patient's alleged hyperglycemic event. Use error contributed to the reported bg excursion; the patient stopped using insulin pump therapy causing the reported bg excursion and there was also inadequate response to appropriately emitted alarms.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. A call service alarm was noted in the pump alarm history with delivery stopping shortly after. The "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the black box history shows several time and date resets after a pump reboot causing the pump histories to appear to be inaccurate. The pump was opened and the internal battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The call service was noted in history but not duplicated during testing.